Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland biploar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "stopped moving intuitively." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip bumper test test multiple times with no issues noted. The instrument was fully functional. Failure analysis also found the additional failure of broken conductor wire at the proximal end. The instrument was found to have a broken conductor wire at the proximal end. The conductor wire was broken at the waterfall pulley location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 470172-16/ n12200309 0172 associated with this event has been performed. Per logs, the maryland bipolar forceps was last used (B)(6) 2022. On system (B)(4), with 9 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: the instrument had a broken conductor wire at the proximal end. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps stopped moving intuitively and could no longer be energized. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.